Event description:
A report was received that the patients ipg was unable to charge up. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient did not want the stimulator anymore and underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was unable to charge up. The patient will undergo an ipg replacement procedure.